Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient wasn¿t getting the relief she was initially. They took an x-ray and the leads moved down 1 vertebral level. Rep was able to reprogram the leads using the new x-ray image. Issue was resolved.